Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger.(B)(4).

Event description:
The patient reported that in (B)(6) 2014 they started getting stimulation in their feet, pelvis, and right leg. It was no longer helping the left leg where they needed it. The patient saw their healthcare provider (hcp) about this the day prior who decided to put in another trial lead to see if it would help. The trial was run for a week and helped. The issue with stimulation was resolved. The patient was going to be having surgery on (B)(6) at 2:30. Relevant medical history includes rsd/causalgia-complex regional pain syndrome.